Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15 jul 2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen . The unit successfully passed the required performance verification test.

Event description:
Caller reports that the touch screen is not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
G4: 24oct2019; b4: 25oct2019. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The ul lr and ur ll resistance and ul lr/ ur ll resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.